Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the proximal conductor was fractured, all conductors had blood/body fluid (not obstructed), the outer insulation had cosmetic environmental stress cracking and a cosmetic depression, and there was blood in/on the helix mechanism. (B)(4): the distal segment of the lead was returned, analyzed, and the distal conductor had fractured. It was also noted that all conductors had blood/body fluid (not obstructed), the inner insulation had cosmetic and breached metal induced oxidation, the inner insulation had breached and cosmetic environmental stress cracking (esc), and there was blood in/on the helix mechanism.

Event description:
It was reported the right atrial (ra) lead impedance had decreased and was low. The ra threshold was high. It was also reported there was a visible break observed on x-ray of the right ventricular(rv) lead. The leads were explanted and not replaced. No patient complications have been reported as a result of this event.